Event description:
It was reported that patients pain is worse in the leg area. It was noted also that patient experience numbness and tingling. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively and nothing will be returned due to hospital policy. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134977/7134701.